Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, with questions about arterial line acquisition. User he reported that they couldn?t get the line to zero and there was some kind of alarm. Screenshot of iabp monitor showed a flat art line with numbers. Ithe esp personel explained that the inner lumen seemed to be clotted and asked if someone could attempt to aspirate.the physician was at the table still and could not aspirate. He also attempted to manipulate the catheter in hopes it was up against the side of the aorta which also did not resolve the issue. The esp personel assisted the lab in switching over to the radial line which zeroed fine and provide a pulsatile waveform and accurate numbers. The user was appreciative of the explanation and support. No harm or injury reported.